Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had normal bilateral battery replacement. The left ins impedance checked out fine, but the right ins showed high impedances. Prior to replacement impedance checked at 1.5v: c3- 2038 ohms 03: 4770 ohms 13: 4505 ohms in the operating room (or), impedances were checked at 3v and all contacts showed normal impedance. It was noted that in the recovery room, impedance were re-checked at 1.5v and the same three contacts shows the same values, within 1050 ohms difference but the rep did not have the impedance values. It was reported that patient was using a. C+2- 3.5v/60pw/130hz and was doing good with this setting. It was also reported that patient dislocated their right shoulder and this was not related to the device/therapy. Additional information was received from a manufacturer representative (rep) on (B)(4) 2018, indicating the cause of the right ins high impedances was not determined. The rep noted that the initial reading was done using 1.5v, and once the new ins was implanted the impedance was checked using 3.0v and the high impedance was corrected. After surgery the rep ran an impedance check in the recovery and it showed high impedance at 1.5v, but after checking again with 3.0v, the high impedance cleared up. The rep believes this was most likely due to a tissue density and that the doctor was made aware of the rep's findings. No further patient complications were reported/anticipated as a result of this event.